Event description:
The customer's father called to report frequent motor error alarms. The reported blood glucose reading was 235 mg/dl. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed no delivery out of range during the occlusion test due to a faulty force sensor. No motor error alarm was noted. The insulin pump passed the displacement, basic occlusion and excessive no delivery alarm tests.